Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8110 unit: customer michael called in for help on syringe unit the open & close on the claws is not working customer is report sometime it works he can open then it want close he will need to replace the housing assy. On the unit confirm part number then transfer customer to order management to confirm price on part & order.